Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Pre-dilatation was performed with a 2.0x20mm non-boston scientific balloon. A 2.50mm x 12mm nc emerge balloon catheter was advanced for post dilatation. However, the device failed to cross the lesion and during inflation, the balloon ruptured. The balloon was removed, and no balloon pieces remain in the patient's body. The procedure was completed with another of the same device. No patient complications were reported, and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the nc emerge balloon catheter. The shafts, tip, and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Inspection of the device presented no damage or irregularities to the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst. The balloon was able to be inflated instantly to rated burst pressure with no leaks or issues. Product analysis did not confirm the reported event, as the balloon was able to be inflated right away with no leaks or issues.

Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Pre-dilatation was performed with a 2.0x20mm non-boston scientific balloon. A 2.50mm x 12mm nc emerge balloon catheter was advanced for post dilatation. However, the device failed to cross the lesion and during inflation, the balloon ruptured. The balloon was removed, and no balloon pieces remain in the patient's body. The procedure was completed with another of the same device. No patient complications were reported, and the patient's status was good.